Event description:
This device is at eri indication due to high output. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The battery status was found to be as expected. The bench test of the ICD revealed that all therapy functions were available, especially the current used for anti-bradycardia pacing was normal. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.